Event description:
It was reported that the patient received inappropriate therapy due to post-sensed t-wave oversensing on the ventricular lead. The sense/pace portion of the lead was capped and replaced in 2008.

Manufacturer narrative:
Na